Manufacturer narrative:
The investigation into the low pump flow and the thrombus issues has been completed since the original report was filed. Product was returned for evaluation. Pump was returned for investigation. No physical abnormalities were observed. Pump ran expected during test. No biomaterial was observed on pump. Data logs shows the low flow from the beginning of the case with reported suction alarm. Based on clinical, patient had small left ventricle and blood product was given during treatment. The root cause of the low flow issue was patient condition related based on return product evaluation and provided clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 53-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. When the single-access technique was used to place the guide catheter, automated impella controller (aic) motor current waveform and impella flows dropped. Staff was unable to regain flows, and there were recurrent suction alarms. The team troubleshot, checked pump position, infused fluid bolus, and explanted the pump due to concerns of clot.